Manufacturer narrative:
Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Device received with loose/protruded drive support disk.

Event description:
Customer reported via phone call that he had received a notice regarding the drive support cap. Customer's blood glucose was unknown. Customer wanted the device replaced. Customer agreed to return the device for analysis.